Event description:
The suspect device user's family member called and said the pt died. No allegations were made. Pt's death certificate states the year of death as 2005. Family member took the device home with them and wanted to track down the time of death. No date and time were set in the device. Family member stated pt had diabetes for 25 to 30 years. The device was replaced and requested to be returned for evaluation.